Manufacturer narrative:
Additional information was received on july 13, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness, headache, chest pressure later diagnosed with heart murmur, and respiratory tract irritation. No medical intervention was specified by the patient. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed, and complaint was not confirmed. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Section h6 updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness, headache, chest pressure later diagnosed with heart murmur, and respiratory tract irritation. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.